Manufacturer narrative:
An event was reported in which the patient required two units of platelets. No additional clinical details were provided. A returned device assessment could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the blood transfusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) valved grafts pas, patient site ID: (B)(6) (r936563401). It was reported that on (B)(6) 2025, a 27mm sjm masters series valsalva aortic valved graft was chosen for implant. During procedure, the patient required two units of platelets.